Event description:
It was reported the patient presented with pain at the lead implant site at the level of the sacral hiatus during the post-implant visit. The physician assessed that the reported pain is common for sacral leads and was probably related to procedure. However, the patient was admitted to the hospital due to continued extreme sensitivity and firmness at the lead implant site, and underwent an explant procedure to remove the device. Cultures were taken and tested gram positive. The devices were discarded by the facility, and were not returned for analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7048653. Product family: scs-linear leads upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7072673. Product family: scs-linear leads upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 5141925. Product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5140708.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead kit 50 cm.

Event description:
It was reported that the patient went to the physician for routine programming following implantation of the device. The patient reported pain at the implant site. The physician noted that this is common for sacral leads. Subsequently the patient continued to have pain and was admitted to the hospital. The physician explanted the system and took cultures of the infected site. The patient was gram positive for infection and is expected to fully recover following the explant procedure.